Event description:
Additional information received reported the patient met with the manufacturer representative or health care provider (hcp) on (B)(6) 2014 and no longer has concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient has to ¿take it off¿ when they are driving and not getting relief on the left side since implant and then when they charge for over an hour or so and gets a full battery it will only last 3 hours before it needs to be recharged again.